Manufacturer narrative:
User facility contacted magellan's product support (ps) team to report the instrument was producing a ticking sound. Before calling ps, the user tried powering on the instrument, but it would not power on. Product support verified that the instrument was off at the time of the call. The facility stated the instrument was used a few times a week, only powered using a leadcare ii ac adaptor (no batteries), and was generating post error messages. During troubleshooting product support advised the user to unplug the instrument's ac adaptor and use a different outlet. While attempting to do so, the user stated the plastic cover of the ac adaptor was hot and caused the palm of the hand to turn red; eventually clearing. Ps advised the user to unplug and quarantine the instrument. The instrument, (B)(4), and ac adaptor were returned to magellan. During investigative testing by magellan, ps attempted to turn on the instrument with the returned ac adaptor and an in-house ac adaptor. The instrument did not power on. However, the ticking sound was audible and the returned ac adaptor over heated on both the ac and dc end. In addition, the instrument did turn on when batteries were inserted. No patient/user impact or harm was reported. Case #: (B)(4).

Event description:
User facility contacted magellan's product support (ps) team to report the instrument was producing a ticking sound. Before calling ps, the user tried powering on the instrument, but it would not power on. Product support verified that the instrument was off at the time of the call.